Event description:
We switched to medtronic 670g ¿artificial pancreas¿ in (B)(6) 2018. We quit the system in (B)(6) 2018. During this time, we had a bad pump site resulting in dka and ambulance transfer to children¿s hospital. We had numerous bad sensors which caused my daughter to have more pokes. It has caused mom to call into medtronic numerous times to report each one. They did replace each one. However, we were having 3-6 bad sensors/month. We also experienced bad transmitters (which they thought was the cause of bad sensors). We went through three transmitters in this time. We also had missing data on the pump and software programs, which when called and reported- they thought this was a safety concern and replaced her pump. We were on second pump and noticed same issues- so we stopped using cgm and used the pump only in (B)(6) 2018. We now use dexcom cgm which has proven to be more accurate and helped us bring her a1c down again. Medtronic- missing information, bad software, bad sensors. Transmitters put my daughter at risk. It looked like she was doing great but all the information was inaccurate and caused her a1c to be higher. It was put on the market too soon and had numerous issues. I paid for this pump out of pocket and within a year, I had numerous issues. I could not return it, which upsets me because healthcare is expensive. I took a chance, I understand, I just wanted the best for my child. Instead it was a year of increased doctor visits and numerous expenses.